Manufacturer narrative:
(B)(4). The customer reported that the screen of the device was yellow when the device was turned on for shift check. The device was evaluated by a local third party service provider. The symptom was verified. Replacing the display assembly resolved the issue.

Event description:
The customer reported that the screen of the device was yellow when the device was turned on for shift check.